Event description:
As reported by the user facility: air alarm not working properly/calibration.

Manufacturer narrative:
This report has been identified as (B)(4) medical internal report number 400599731. Investigation results: the reported issue was not present during investigation. Infusion run with 0.4ml air bubble alarmed air in line air sensor threshold measurements and calibration tested in specifications. Perform preventive maintenance service. Log review confirms air alarm.